Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the leads were abandoned due to leads broke apart and lead removal attempts were exhausted. No adverse patient effects were reported. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on b1: adverse event/product problem.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the leads were abandoned due to leads broke apart and lead removal attempts were exhausted. A revision was performed, and the pacemaker was explanted but the right atrial (ra) lead and rv lead were surgically abandoned. No adverse patient effects were reported. The rv lead will not be returned.